Event description:
Per the audiologist, the patient reported experiencing tinnitus, headaches and dizziness resulting in non use of the device. The results of an integrity test in 2009 indicate normal device function.more information on explant and reimplantation has been requested but was not available at the time this reported was filed the following month.